Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause was reported as "not paying attention to eating." The patient was hospitalized for the event. The treatment was not reported. The patient had recovered from the event. No additional information is available.